Event description:
It was reported that during a routine check, oversensing on the right ventricular lead was noted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were ventricular short interval counts equal to 20.2 counts on average per day, in 81.81 days, between (B)(4)-2012.